Manufacturer narrative:
The reported event was ¿guidewire could not be fully inserted¿. As received, a complete lead was returned in one piece. The cause of the reported event was isolated to the over torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during implant a failure to advance guidewire on the right ventricular (rv) lead was noted. The physician elected to explant and replace the rv lead. The patient was in stable condition.